Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. During processing of this incident, attempts were made to obtain complete device information.

Event description:
Related manufacturer report number 1627487-2022-01503. It was reported that the system was explanted due to the system being nonfunctional. Additional information was not provided regarding the issue. The device system was explanted. No additional information was provided.

Manufacturer narrative:
The report of ¿nonfunctional system¿ was not able to be confirmed. Only the terminal ends of the leads were returned for analysis; therefore, there was not enough of the product returned to analyze.